Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-00194. It was reported that the patient lost therapy due to lead migration. As a result, surgical intervention occurred wherein the leads were explanted. The physician was only able to implant one replacement lead. Reportedly, therapy has been restored post op.